Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated sodium (na) result for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 135-145 meq/l): sample ID (B)(6) initial result was 172, repeat, on another analyzer, was 138 meq/l. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated sodium (na) result for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 135-145 meq/l): sample ID (B)(6) initial result was 172, repeat, on another analyzer, was 138 meq/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated sodium results on an alinity c processing module, serial number (B)(6). Through an extensive investigation, the fsr found a blockage in the cuvette washer assembly, part number c-35016546-01. The fsr cleared the blockage, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.